Event description:
(B)(6) - valved grafts pas. (B)(6). It was reported that on (B)(6) 2023 a 25mm sjm masters series valsalva aortic valved graft was selected for an implant. Post-procedure, chest x-ray showed no vascular pattern in the peripheral part of the lung, no clear vascular pattern in the apex of the lung, suprapaphragmatic radiolucency, electrical radiolucency band at the right silhouette of the heart, the right lung field with increased transparency in relation to the left - the image may suggest the presence of a pneumothorax right-sided pleura. On (B)(6) 2023, on chest x-ray, there was a right mantle pneumothorax 26mm at the top 11mm along the chest wall. A surgical intervention was done to treat the pneumothorax and the device is working as intended. Patient stable.

Manufacturer narrative:
An event of presence of a pneumothorax was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas (B)(6). It was reported that on (B)(6) 2023 a 25mm master series,vavgj was selected for an implant. Post procedure, chest x-ray showed no vascular pattern in the peripheral part of the lung, no clear vascular pattern in the apex of the lung, suprapaphragmatic radiolucency, electrical radiolucency band at the right silhouette of the heart, the right lung field with increased transparency in relation to the left - the image may suggest the presence of a pneumothorax right-sided pleura. On (B)(6) 2023 on chest x-ray right mantle pneumothorax 26mm at the top 11mm along the chest wall. A surgical intervention was done to treat the pneumothorax. Patient stable.